Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), morphine (unknown dose and concentration), and bupivacaine (unknown dose and concentration) via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported on (B)(6) 2019 the patient reported increased lower back pain with radicular bilateral leg pain. The patient reported worsening numbness in their feet. The patient's pump was reprogrammed where it was refilled, rotating from morphine to hydromorphone. On (B)(6) 2019 the patient reported improved pain relief following opioid rotation. The pump was reprogrammed and the intrathecal (it) rate was increased. On (B)(6) 2019 the patient reported severe pain. On (B)(6) 2019 they were unable to aspirate the catheter during a catheter access port dye study, indicating a catheter occlusion. On (B)(6) 2019 the catheter was spliced, replacing the spinal segment and tying off the existing catheter. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and the clinical diagnosis was worsening pain. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to increase lower back pain with radicular bilateral leg pain. No further complications were reported/anticipated.